Manufacturer narrative:
The customer also provided a total ck (creatine kinase) result obtained on the patient during the time of the event of 228 iu/l (normal reference range 38-234 iu/l) and ck-mb (creatine kinase - mb isoenzyme) of 6.8 iu/l (normal reference range not provided). The sample was lithium heparin plasma and was centrifuged at 5100 for 5 minutes at room temperature and was noted by the customer to have been spun twice. Quality control was within specifications prior to and after the event. A system check performed on (B)(4) 2009 failed due to the washed portion %cv resulting out of specifications high. The washed portion only was repeated and passed. On (B)(4) 2009, the field service engineer ran lumwash son. Testing which met specifications. Noted the incubator belt was loose and stretched out. Replaced the incubator belt, clips, peri-pump tubing, and probes. Verified the repair per established procedures and results met published performance specifications. Root cause was not determined, but may have been related to the incubator belt. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one patient when using synchron lx I 725 clinical system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management.